Event description:
The event is reported as: the customer alleges that the tracheal connector broke which caused an air leak. The doctor replaced the faulty connector.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.